Event description:
It was reported that a user received an ¿insulin set expired¿ alert shortly after changing all infusion supplies, and was advised on proper reset steps including disconnecting, performing a fill cannula, reconnecting, and selecting ¿yes¿ when prompted about a new infusion set. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included technical support troubleshooting and user education on correct infusion set change and system prompt responses. Investigation of this case revealed user handling contributed to the alert, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to supply change workflow.